Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up during a case. It was also reported that annotation would not clear and patient images were mixed when recalled. The 9900 system had to be rebooted to complete the procedure. No patient injury was reported.